Manufacturer narrative:
Date of event exact date unknown, event occurred a few months back from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing a pop that was overstimulating. It was also reported that the ipg was at end of life. The ipg was replaced with an MRI compatible device. The patient was reprogrammed and was doing well postoperatively. The explanted ipg was not returned to bsn.